Event description:
It was reported that the ilet bionic pancreas paired with a dexcom g7 continuous glucose monitor (cgm) experienced repeated ¿pairing failed¿ events despite toggling the settings, restarting the ilet, and re-entering the pairing code; the user proceeded to start a new g7 sensor with a standard warm-up, and the event is consistent with intermittent communication failure involving an electrical/magnetic component, including the antenna. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure, with involvement of the device¿s electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.